Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported events. No lot numbers are available, and the product was not returned for investigation. It is unknown if corrective surgeries have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section.

Event description:
Operating room manager reported in an email to sales representative that surgeons in (B)(6) are seeing some erosions with the caldera medical slings. Surgeons who experienced cal-ds01btv erosion issues are: (B)(6). Surgical approach was retropubic (bottom-up). At this time the quantity of patients experienced cal-ds01btv erosions, the dates of event and lot numbers are unknown.